Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused patient to develop a sinus infection and headache. The patient was prescribed medication in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 corrected and updated in this report.

Manufacturer narrative:
Additional information was received on jul 11, 2023, and section h11 should be reported as the manufacturer received a voluntary medwatch (mw5102994) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was changed to blank (previously it was other serious) section h1 was changed from serious injury to malfunction section h6 health effect - impact code was corrected.

Event description:
The manufacturer received a voluntary medwatch (mw5102994) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.